Manufacturer narrative:
The device is not being returned and the photographic evidence provided does not appear to verify the complaint; therefore, a device malfunction cannot be verified. A two-year lot history review shows a total of 3 devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 2 reports, regarding 8 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the c5010a, meniscectomy electrode standard design was being used on (B)(6) 2024 during a meniscectomy and ¿the tip of the electrode broke off in the patient before it was even turned on.¿. Per further assessment it was found "the broken tip fell into the back of the joint and was retrieved by the surgeon and retrieved. There was no negative effect or extended stay for the patient as well!". There was no impact or injury to the patient or user. The procedure was completed without an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the c5010a, meniscectomy electrodestandard design was being used on (B)(6) 2024 during a meniscectomy and ¿the tip of the electrode broke off in the patient before it was even turned on.¿. Per further assessment it was found "the broken tip fell into the back of the joint and was retrieved by the surgeon and retrieved. There was no negative effect or extended stay for the patient as well!". There was no impact or injury to the patient or user. The procedure was completed without an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.